Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the helix had disengaged from the helical channel. It was also noted that the distal conductor had blood/body fluid (not obstructed) and there was blood in/on the helix mechanism and sleevehead.

Event description:
It was reported that during the implant procedure, the physician was unable to extend the helix, even after 30 rotations. The lead was removed, and tested once more, without success. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.